Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® dryseal flex sheath instructions for use, "the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result."

Event description:
The following was reported to gore: on an unknown date, the patient underwent ¿total arch replacement¿ for a thoracic aortic type a dissection. On (B)(6) 2019, the patient underwent endovascular repair of a remaining dissection with two gore® tag® conformable thoracic stent graft with active control system using a 22fr gore® dryseal flex introducer sheath. After all devices were deployed, when the sheath was removed, a dissection in the right external iliac artery was observed. The right external iliac artery was reported to be tortuous, but information regarding the diameter was unavailable. No resistance was felt when the sheath was inserted and removed. The dissection started from near the bifurcation of the internal iliac artery and the external iliac artery. The stent (epic) was implanted to repair the dissection, but the stent was not able to implant from the bifurcation of the internal iliac artery and the external iliac artery due to the patient anatomy. The stent was implanted approximately 5 mm distal to the bifurcation of the internal iliac artery and the external iliac artery. The proximal end of the dissection was not able to be covered with the stent. No additional treatment was performed, the physician decided to monitor it.